Event description:
The patient went to cardiologist office for evaluation of their pacemaker and then was scheduled for lead revision. When the pacemaker pocket was opened during surgery it was found that there was a break in the insulation of the rv lead. The old rv lead was removed and a new rv lead was placed.